Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that lens body has a deep crevice/scratch near the middle. Surgeon was able to remove the defective lens safely. Medical intervention was required for cutting the lens in half to remove it from the eye immediately after implanting. The procedure was completed with the backup lens on the same day.